Event description:
It was reported that, during a replacement procedure for this pacemaker, the right ventricular (rv) lead was disconnected and resulted in pacing inhibition. After confirming pacing inhibition, the lead was reinserted; however, the pacemaker was unable to properly pace the ventricle, and the patient experienced asystole and cardiac arrest. The lead was confirmed to be correctly inserted. Subsequently, another device was successfully implanted. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a replacement procedure for this pacemaker, removal of the right ventricular (rv) lead resulted in pacing inhibition. After confirming pacing inhibition, the lead was reinserted; however, the pacemaker was unable to properly pace the ventricle, and the patient experienced asystole and cardiac arrest. The lead was confirmed to be correctly inserted. Subsequently, another device was successfully implanted. No additional adverse patient effects were reported. This pacemaker remains in service.